Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the review of medical records for MDR reportability, it was stated that the patient was revised to address adverse local tissue reaction to metallic debris. Revision notes reported a cystic pocket of murky grayish-brown fluid, cup was not noted to be grossly loose, burnishing of the femoral head. The stem was not revised. It was also reported that the patient suffered severe discomfort. Doi: (B)(6) 2008; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain. Update ad 3 may 2018: (B)(4) was re-opened under (B)(4) due to the receipt of asr litigation. Litigation alleges that the patient experienced pain, suffering, injury, emotional distress and increased levels of cobalt and chromium in the patient's body. Doi: (B)(6) 2008; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.